Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was likely caused by insufficient reprocessing due to leakage from electrical connector guide pin and biopsy channel. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign objects inside the air water cylinder, air water tube, jet tube, nozzle, connecting tube, light guide lens, adhesive on the bending section cover, and the adhesive around the objective lens. There were no reports of patient involvement.